Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15100 addresses the leveen coaccess electrode, and manufacturer report# 3005099803-2013-15101 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode and a rf3000 radiofrequency generator were used during a renal radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the treatment was successful and a ¿perfect¿ ablation was achieved, but roll-off was not observed after 20 minutes of ablation. A p4 error code was noted on the generator at the end of the procedure. A 15-minute treatment at 180 watts and was noted to be very effective at a macro level with excellent necrosis of the kidney. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4) for the reported event: failure to achieve roll-off. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.